Event description:
Pt had a mitral valve replacement in 1964 with a silastic ball prosthesis. May 10, 1994, the pt was admitted with a diagnosis of prosthetic valve dysfunction as the primary diagnosis. On 5/19/94, the valve was replaced, the tricuspid valve was repaired, and CABG x 2 was also done. On 5/20/94, an exploratory sternotomy was performed for evacuation of hemorrhage. The death summary by the md states that "the patient expired on 5/30/94 of low cardiac output and multisystem failure."or report stated-"valve showed swelling of the ball with pannus & growth on the struts with almost complete prosthetic stenosis".